Event description:
It was reported that 7655405 leakage near catheter connector area. A few days after insertion, when saline was flushed out, leakage was confirmed and removed. Intralicos, a mixture of elneopa no. 1 and sodium chloride, and enefried are used for administration. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl groshong nxt catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed between the 49cm and 50cm depth markers. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split. Granular fracture surface texture (typical of tearing failure modes). Varying fracture edge with a bulge in the center. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported that 7655405 leakage near catheter connector area. A few days after insertion, when saline was flushed out, leakage was confirmed and removed. Intralicos, a mixture of elneopa no. 1 and sodium chloride, and enefried are used for administration. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.